Event description:
It was reported that pump screen was dark and would not turn on, and when pump display turned on malfunction alarm displayed. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.